Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer for an unknown reason, and was analyzed in the lab. The lead was found to have tested out of specification. No patient complications have been reported as a result of this event.